Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR. Report#1627487-2017-00221. Reference MFR. Report#1627487-2017-00219. It was reported the patient experienced ineffective stimulation. Reportedly, one lead was discovered disconnected from the ipg header during a recent ipg replacement procedure (reference MFR. Report#1627487-2017-00121). Consequently, x-rays revealed the second lead was fractured. As a result, the lead and ipg were explanted and replaced with new models. The remaining pre-existing lead was connected to the new ipg which resolved the issue. Concomitant medical products: model 1194 (implant date unknown).

Event description:
Device 2 of 3. Reference MFR. Report#1627487-2017-00221. Reference MFR. Report#1627487-2017-00219.